Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information customer stated they cannot be certain on the total delay minute but the group that has operated said it was around 30 minutes because the cables kept breaking 1 at a time instead of all 3 at once. The procedure was 4 hours and 30 minutes. To their knowledge, there have not been any intraoperative or post operative complications. The health of the patient was in the current state not effected, the procure had was interrupted 3 times due to cables breaking which caused a delay. The surgeon is not concerned about any long-term complications with the patient.